Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A physician questioned an architect total bilirubin result of 0.5 mg/dl for a neonatal patient. The sample was short volume but no error message was generated. A new sample was drawn and the architect total bilirubin result was 11.8 mg/dl. The customer stated no adverse impact to patient management occurred.

Manufacturer narrative:
Quality control (qc) results for 3 levels of controls were within expected ranges before and after the issue. The qc and patient results were tested on the same reagent cartridge. No issues were reported with controls or other patient results. The lls log showed no abnormal step patterns for the r1 reagent and r2 reagent pipettors during the analysis of the suspect patient sample. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.